Event description:
Received an implant form stating that this lead and another model 4320 lead. Serial number 012252. Were removed from service because "damaged during incision-capped." Implanted-1/2/92. Removedw from service-7/27/95. Towtal implant time-42 mo.